Manufacturer narrative:
Attempts to obtain additional information from the field were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were questions regarding the indicators on electrocardiogram. Additionally, there were questions regarding the shock as there was no external shock delivered. The device indicated an atrial pace and ventricular pace was delivered, it was questioned if the ventricular pace was effective and the emergency physician found the patient lying on the floor without any heart activity. Boston scientific technical services (ts) reviewed the information and could not conclude how long the patient was in ventricle fibrillation, the end of the episode could have been external defibrillator or CPR terminated. The capture of the atrial and ventricular pace could not be confirmed with the information available. Ts confirmed there were a few atrial tachy response (atr) episodes recorded as a result of cross talk. Ts recommended medical management for the patient's fast ventricular rate. No adverse patient effects were reported.